Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power to clear them. The tsr then explained that the supplies were compromised and that the hp would need to start over with new supplies. The supplies had not been damaged by an outlet port clamp or assist device. The patient was connected at the time of the alarm. The patient line had not been properly primed. No patient extensions were in use. The hp stated that she did not check her patient line before connecting. The tsr advised her to make sure it was fully primed before connecting and if it was not, to call baxter for reprime assistance. The tsr then advised the hp to call her registered nurse within the next 24 hours to let her know what happened. The hp understood. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An incomplete prime is a known cause of a system error 2240. Per the patient at home guide, the customer is instructed to ensure that the lines are properly primed prior to initiating therapy on the homechoice. If additional relevant information is received a follow-up will be submitted.